Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x12 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed and it was noted that some struts in the mid section of the stent were lifted. Multiple balloon inflations were then performed. The procedure was completed using another 2.25x12 synergy stent. No patient complications were reported and the patient's status was stable.